Manufacturer narrative:
Block d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non-vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure. Fiducial markers were placed transperineally. The procedure was performed under general anesthesia. During the hydrodissection, "breathing" of perirectal fat space was visualized. The gland was noted to be large, around 80-90cc. The computed tomography (CT) scan showed the hydrogel posterior to the seminal vesicles moving toward the midgland and apex. The hydrogel appeared to be under the rectal wall. Around 1.14 cm length of the rectal wall has infiltration of the hydrogel. The patient is currently undergoing external beam radiation treatment, he is planned for 28 fractions.